Event description:
False positive ahbc results on a pt sample during a correlation study. No pt results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.